Manufacturer narrative:
A&e completed a full investigation of a similar complaint and the summary of findings is attached. Current punch production tests all punches for cut and activation prior to packaging. Complaints for failing to cut as expected are very low (based on the review of sales and the number of complaints (6), rate of failure is less than (B)(4)). None of the complaints indicate patient safety risk. Users continue to use product without further issue, again indicating the isolated nature of these complaints. Based on the investigation in attached summary, improvements to production process are being implemented.

Event description:
While using the punch, it did not cut as it should.